Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during sigmoidectomy procedure, a blade error occurred and the blade broke outside the patient's body. Another device was used to complete the case. There were no adverse consequences to the patient.